Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a scratched case, and a severely scratched display window.

Event description:
The customer reported via phone call that he had scratches on the display screen of the insulin pump. Customer stated that the last two or three times that he has seen his doctor, the doctor has brought it to his attention. Customer stated that the damage is wear and tear. Customer stated that it is hard to read the display on the pump. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.